Event description:
It was reported that balloon rupture occurred. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation; however, on the first inflation at nominal pressure for 1 minute, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient condition was good.

Manufacturer narrative:
(B)(6).